Event description:
It was reported that the patient experienced a "shocking or jolting sensation." As a result, the patient's device was explanted and replaced with a new device. Further information was requested and a supplemental report will be filed if information is received.

Manufacturer narrative:
Final analysis of the neurostimulator found no anomalies. Final analysis of the adaptor found no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 64002, lot# n219879, implanted: (B)(6) 2012. Product type: adapter: product ID 3387s-40, lot# v298925, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v167759, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported that the patient had experienced random jolting sensations down their left side. An impedance check was done and all the impedances were within normal limits. It was stated that the patient was alive with no injury or adverse event. It was also reported that there was normal battery depletion. There was no patient injury, and the patient recovered without sequela. No further information was provided.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.